Event description:
It was reported that the atrial lead had intermittent atrial undersensing. The lead remains in use. No patient complications have be en reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2010; 4076 implantable pacing lead (B)(6) 2010. (B)(4).